Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the cable was twisted, the uplink tests were out of specification and that the label needed to be replaced. The head passed systems and functional tests with a known good cable. It was being sent on for repair and restock. (B)(4).